Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that soft tissue developed around the nasogastric tube (ngt) at the posterior pharyngeal wall and appeared to form a tract; it was recommended to leave the nasogastric tube in place until discussed with ear nose and throat (ent); no medical intervention was reported. Additional information received (B)(6) 2023 reported, the cortrak eas was used to place the tube, at 9:51am on (B)(6) 2023, by a ¿very experienced¿ user; the tube placement was confirmed by abdominal x-ray. On (B)(6) 2023 at 10:02am a flexible endoscopic evaluation of swallowing (fees) study was performed; however, the tube had been in place for one (1) day when the tube placement was noted. Per the ear, nose and throat (ent) service, ¿the pharyngeal wall appeared to form a tract around the nasogastric tube (ngt). The tube was removed on (B)(6) 2023 at 10:25am; no resistance was noted during the removal, no other medical intervention was reported; the patient was discharged on an unspecified diet.

Manufacturer narrative:
Based on the manufacturer's investigation the manufacturing registration site number is 9611594. All future information for this event will be submitted under report number 9611594-2023-00031, no further information concerning this reported event will be submitted under report number 3011270181-2023-00026. All information reasonably known as of 10 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.